Manufacturer narrative:
The device has not been returned for eval. A supplemental report will be submitted if any add'l info is received. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the cutter did not cut; however aspiration continued. The doctor replaced the cutter with another to complete the surgery. No patient injury reported.